Manufacturer narrative:
(B)(4). Upon receipt at boston scientific's quality assurance laboratory, visual inspection noted no device anomalies and the seal plug was intact. The technician verified that communication with the device could not be established using the model#3200 programmer. No tones were generated when a magnet was applied over the device. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e.,no longer intact). The damage to the fuse most likely occurred during the reported shock delivery. The damage to the high voltage fuse would have prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy despite the fact that significant battery voltage and capacity remained. The root cause of the blown plasma fuse could not be determined.

Event description:
---

Manufacturer narrative:
(B)(4). The hospital's pathology department has possession of the explanted device. The device will be returned to boston scientific if the device is released for return by the pathology department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The fcr reported that attempts to interrogate this device was unsuccessful. The fcr confirmed that the programmer wand was over the device. The device was being evaluated because the patient had received shock therapy. The fcr reported that the patient had recently stopped medication due to side-effects and that he felt lightheaded and dizzy prior to shock delivery. Ts suggested reattempt of device interrogation following a programmer reboot. Reattempt at device interrogation was again unsuccessful. A magnet was applied and tones were audible. During the 60 seconds of magnet application, tones were no longer audible. Ts suggests that the fcr should try two stacked magnets. The fcr contacted ts again to report that device interrogation was unsuccessful despite the use of different programmers, different wands and magnets. Ts suggested a magnet reset; however, when applied over the pocket site, no magnet tones were audible. Subsequently, ts was notified by the fcr that the patient had been schedule for device replacement. Ts commented that the replacement device should be tested to ensure that the product experience (pe) was not electrode related. Boston scientific received information from the fcr that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017 for device replacement. From the physician's perspective, the prior shock delivery was considered appropriate. The replacement device was connected to the chronic electrode. During induction testing, termination of the arrhythmia was successful on the first attempt. The post-shock impedance measurement was 87 ohms. The physician did not suspect that there are any issue with the chronic electrode. The replacement device and chronic electrode remain in-service with no patient complication or injury as a result of the procedure.